Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. A 7.0mmx20mmx135cm (4f) sterling balloon was selected for percutaneous transluminal angioplasty. During the procedure it was noted that the balloon ruptured at the middle in pinhole form, at 6 atmospheres for 10 seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. A 7.0mmx20mmx135cm (4f) sterling balloon was selected for percutaneous transluminal angioplasty. During the procedure it was noted that the balloon ruptured at the middle in pinhole form, at 6 atmospheres for 10 seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.